Event description:
The pt's spouse reported that they used the suspect device to check the pt's blood glucose. The spouse obtained a result of 162mg/dl and the pt appeared to have hypoglycemia. The spouse called an ambulance. The emt's arrived and used their equipment to check the pt. They obtained a glucose reading of 43mg/dl. The pt was transported to the ER and given IV fluids to raise the pt's glucose. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose controls solutions were not used on the system.